Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a dinner bolus by entering carbohydrates and blood glucose values. Reportedly, the pump beeped and customer noticed that insulin on board (iob) units were approx (B)(4) units higher than expected. Customer disconnected from the pump. Pump history was reviewed with tandem technical support and showed that the dinner bolus had been entered and delivered twice by the user. Customer's blood glucose level did not decrease because customer had disconnected from the pump after the over-delivery. Contact stated that the customer "messed up" and delivered the dinner bolus twice. Customer was not alerted by the pump that two boluses had been delivered because both boluses were under (B)(4) units and customer's max bolus was set at (B)(4) units.